Manufacturer narrative:
On 5-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve broke while it was being used on the patient when smart touch catheter (stsf) was passed through the sheath towards the end of the procedure. The procedure was completed by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve appeared intact, it was just broken/separated. No blood return was observed. No air entered the patient. The procedure was completed without patient's consequence.

Manufacturer narrative:
It was reported that an unknown patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve broke while it was being used on the patient when smart touch catheter (stsf) was passed through the sheath towards the end of the procedure. The procedure was completed by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).